Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that approximately 3 to 4 months ago, the patient inserted a sensor into her left arm. During use, she experienced pain. When it was time to change the sensor, she removed it, but the pain persisted. A few days later, she began to feel nerve pain in the same area of the left arm where the sensor had been inserted. The pain radiated down to her ribs. Around the same time, the patient consulted a doctor for another medical concern and mentioned the nerve pain in her arm. The doctor advised her to monitor the symptoms and observe whether the pain continued. No medication was given to the patient. A pharmacist she spoke with suggested that she may have hit a nerve when inserting the sensor. A follow-up check-up is scheduled for the end of the month. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect clinical code - needle stick/puncture. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.